Event description:
On (B)(6) 2010, at 1522 (B)(6) vaginal delivery. IV started to left wrist with 18 gauge 1 1/4 inch cath, by lvn. Item: protect IV, plus safety IV catheter-radiopaque. Ref. # (B)(4). Lot #st1753629. Exp. 03/2013. Manufacturer, jelco. After IV placement by lvn, noted blood from IV site, dripping. Hub with needle dislodged, fell to ground. Site bleeding freely. Pressure applied to site by self with 4x4. Plastic catheter was not present when needle was removed. Cardiac echo done. On (B)(6) 2010 at 1402 pt had CT. Chest- negative for foreign body. Continued cardiac monitoring during labor. Chart reviewed today. All tests negative. Pt. Remains asymptomatic with typical pp course. We have the catheter.